Manufacturer narrative:
Unk. Unk. Unk. This product is manufactured in the u.s. But not marketed in the u.s. Health effect impact code: (B)(4). Device code: (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.50/+1.0/007 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim# (B)(4).